Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/code not available.

Event description:
Healthcare professional reported "breast became smaller". This record is for the left side. Device was explanted.